Event description:
Sales rep reported during right hip surgery the offset quick connect inserter was stuck overly gripping an accolade implant. (It was stuck too hard to implant).

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Sales rep reported during right hip surgery the offset quick connect inserter was stuck overly gripping an accolade implant. (It was stuck too hard to implant).

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.